Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right ventricular (rv) shock and pacing impedances. Additionally, the patient received inappropriate therapy due to noise and oversensing. It was reported that the device had been implanted subpectorally. This device was listed on the subpectoral implant 2009 product advisory, which was initially communicated on (B) (6) 2009. It was reported that this patient underwent a revision procedure, and it was discovered that the rv lead had an abrasion. Additionally, the header fell off the device while it was being removed from the pocket. The product was returned for laboratory analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual observation revealed that this product was returned without a header. Microscopic inspection revealed fractured feed through wires. Some of the fractured surfaces have portions that appeared polished. This indicates that the wires were fractured from cyclic fatigue then held in close proximity at the fracture with movement between the two halves resulting in the polishing. A review of the electrograms revealed noise on all lead channels and the device memory showed changes in lead impedances prior to explant. Analysis revealed that the all the device's feed through wires were fractured and the header was not returned. Therapy was confirmed to be unavailable during analysis.